Event description:
It was reported that an ilet bionic pancreas generated a restart alert associated with a bluetooth communications error (alert 60) after potential water exposure at a waterpark, resulting in a temporary malfunction that was resolved by restarting; the user experienced hyperglycemia with a reported peak glucose of 255 mg/dl for about one hour without back-up therapy or ketone testing, and no medical intervention was required. Symptoms included hyperglycemia. Outcomes included a delay to treatment or therapy. Investigation included communication with the user and analysis of information they provided. Investigation of this case revealed signal loss and a failure to read input signal, traced to the circuit board as the involved component. It was concluded, based on previously established findings for similar reports, that the cause was component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.